Event description:
It was reported that the customer's pump stopped working resulting in the customer being hospitalized. Customer declined follow up from tandem technical support. No additional information was provided.